Event description:
It was reported via clinic notes that the pt had recently been experiencing an increase in seizures that was believed to be due to vns generator end of service. The pt was referred for generator replacement surgery. The pt's vns generator has been replaced and the explanted generator was returned for analysis. Analysis found that the generator was not at end of service and was able to deliver the intended stimulation. No anomalies were observed. F/u with the neurologist's office confirmed that the physician attributed the increased seizures to the vns battery nearing end of service. No medication or programming changes were believed to have contributed to the increase in seizures. The relationship of the increased seizure frequency to pre-vns seizure frequencies is unk. The pt's seizures have reportedly improved since replacement of the vns generator.